Manufacturer narrative:
This MDR is being submitted to correct the incorrect manufacturing site and related fields that were previously submitted under MFR # 0003015876-2021-01729. Physio-control contacted the customer to request additional information on the patient and device. No response has been received from the customer. Patient and device fields in which information is not provided were intentionally left blank. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that after using their device the patient was found to have a t9/t10 thoracic spine fracture. There was patient involvement in this event and the device use may have contributed to a serious injury.